Event description:
A letter was received from (B)(6) stating that the tegaderm i.v. Transparent film dressing with border and mastisol skin adhesive were the two products applied at the entry site of the nerve block on three pts. These pts developed red, itchy skin reactions and received medical treatment. This pt's skin had redness and itchy bumps. This pt was treated with hydrocortisone ointment.

Manufacturer narrative:
Conclusions: no evaluation will be performed.